Event description:
Per attorney's original report: ni/ni/ni - pt required substantial medical treatment and developed pain, scarring, disfigurement and permanent injury after implant of defective mesh. Based on a review of medical records provided by the pt's attorney: (B)(6) 2002 - repair of incarcerated ventral hernia with a composix e/x mesh. On (B)(6) 2005 - repair of recurrent ventral hernia with kugel patch. Just above the previously placed composix e/x, there was 7cm of incarcerated omentum. This area was excised and reduced.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae 2008004. Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Currently, it is unknown whether the device may have caused or contributed to the reported event. Based on the medical records provided, the pt developed a hernia recurrence that was repaired with a kugel patch in the area of the previous repair nearly three years after the composix e/x was implanted. There is no evidence in the medical records that an adverse event associated with the kugel patch occurred. While there is no indication in the medical records that a failure of the composix e/x led to the recurrence, it is listed as a potential adverse reaction in the product's instructions for use. No lot number has been provided and there is no indication that the mesh has been explanted; therefore, no device evaluation or manufacturing review could be performed. If additional info is received, a supplemental MDR will be submitted.